Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition that the device was making a buzzing noise was confirmed. An assessment was performed on the device which found that the unit starts making an unusual noise when the mode switch is in forward or reverse position even when the trigger has not been pressed. It was further noted that the electronic control unit (ecu) was damaged, the contacts were corroded, the internal components had debris on them, and the electric motor was running loud. The assignable root cause was determined to be component damage due to improper cleaning and maintenance methods, which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Additional narrative: (B)(4). The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that during a total joint surgical procedure, it was observed that the battery reamer/drill device was making a buzzing noise but was not doing anything. It was reported that there was no delay in the procedure as an unspecified spare device was available for use. The procedure was completed successfully. There was patient involvement reported. There were no patient or user injuries reported. It was reported there was no medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.